Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The account reported that the patient had an infection beginning on (B)(6) 2018. The patient underwent a vad exchange on (B)(6) 2018. Post-operatively, the patient was changed over to IV cefepime on (B)(6) 2019. The patient completed a six week course of therapy on (B)(6) 2019. The patient was continued on suppressive therapy for history of serratia infection and pseudomonas. The patient was hospitalized and treated with changes to their medication and parenteral antibiotics. It was reported that the event resolved on (B)(6) 2019. The patient¿s home health labs on (B)(6) 2019 revealed bun increased from 46 to 70 and creatinine increased from 3.5 to 4.2 since the prior check on (B)(6) 2019. The doctor instructed the patient to stop their cefepime and present to the medical center for admission. The patient¿s creatinine baseline prior to (B)(6) 2018 vad exchange ranged from 2.2 to 2.6. Following the vad exchange, the patient¿s new baseline appeared to be about 3.5. The patient was switched from cefepime to aztreonam per infectious diseases¿ recommendation for concern for possible acute interstitial nephritis (ain); however, urine eos was negative. Ultimately, the patient was transitioned back to cefepime. The patient¿s cr peaked at 6.2 during hospitalization. The patient received gentle ivf with no improvement in cr. Nephrology was consulted and urine microscopy with muddy brown casts consistent with acute tubular necrosis (atn) thought to be secondary to poor po intake. Home torsemide and potassium were stopped. Cr eventually improved to 4.7. It was reported that the event resolved on (B)(6) 2019. The patient remains ongoing on support from the heartmate 3 lvas. The hm3 lvas IFU lists localized infection, driveline infection, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of this document includes subsection entitled ¿controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). (For study patients, UDI # missing). Approximate age of device- 1 year. 10 months, 14 days. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was post-operatively changed over IV cefepime on (B)(6) 2019. The patient completed a six week course of therapy on (B)(6) 2019. The patient was continued on suppressive therapy for a history of serratia infection and pseudomonas. It was reported that the md instructed the patient to stop his cefepime on (B)(6) 2019. Patient was switched from the cefepime to aztreonam for concern for possible acute interstitial nephritis, however, urine eos was negative. Patient was ultimately transitioned back to cefepime. Patient received gentle ivf with no improvement in creatinine. Nephrology was consulted and urine microscopy w muddy brown casts consistent with acute tubular necrosis. Home torsemide and potassium were stopped. Patient creatinine eventually improved. No further information was provided